Event description:
It was reported the pt had fallen. Since the fall, the pt has been unable to receive adequate coverage. An impedance check was performed and revealed low impedance on all contacts. Reprogramming was unsuccessful. X-rays revealed the lead has migrated and is kinked. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.